Event description:
The user facility reported that the knob on the side of the device would not lock and consequently resulted in pt laceration. Add'l info has been requested.

Manufacturer narrative:
An investigation has been initiated based upon the reported incident.